Event description:
Removal of endosseous implant. Initial complaint of implant was dropped and abutment: screw. Doctor did not record pt ID for any of the implants.

Manufacturer narrative:
Review of dhrs for products purchased by facility did not show any rework or defects associated with those lots. Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant systems. In addition, failure to osseointegrate is included in the IFU as a known complication with various factors that contribute to the risk of implant failure.